Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-03712.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-03712. It was reported the patient experienced ineffective stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post operatively.